Event description:
The customer reported that the insulin pump was not functioning and alarmed no delivery during a bolus. The blood glucose reading was 160mg/dl. Troubleshooting was performed. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed. The caller mentioned that the device also alarmed motor error. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor passed motor test. Unit was received with cracked case at display window corners.